Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported inadequate pain relief. X-ray imaging identified a lead migration. An impedance check was performed to identify high impedance. A lead revision procedure was completed to resolve the reported event and restore therapy.

Manufacturer narrative:
Both leads were from the same lot.